Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4: PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged that while attempting to ventilate a patient, the device had a blue screen and stopped. The device was swapped out with another ventilator. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h3, h6, and h11. The device logs were provided to zoll medical for review. The failure analysis lab evaluated the log files and was unable to find any issues in the logs. The reported failure of a blue screen was unable to be confirmed, however, it is confirmed in the device logs that the device continued ventilating as intended the entire time it was in operation on the reported date. Technical support recommended that the main electronics board be replaced as a precaution and to send in the main board that is in the device now for further evaluation. At this time, the customer has not ordered a replacement mainboard; therefore, we are unable to confirm the reported incident.